Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during a sleeve gastrectomy procedure. When initially firing on the stomach the device would not fire. Another reload was used to complete the case. Patient status is alive, no injury.